Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead explant. Prior examination of the ra lead revealed lead dislodgement. No electrical issues were reported. The ra lead was explanted on (B)(6) 2021. The patient was stable throughout.